Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included allergy to metals (since childhood), hypothyroidism, anxiety, asthma, depression and obesity. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and allergy to metals ("nickel allergy") with pruritus, 5 years 2 months after insertion of essure. On an unknown date, the patient experienced alopecia ("hair loss") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (essure removal - bilateral salpingectomy on (B)(6) 2017). Essure was removed. At the time of the report, the pelvic pain, allergy to metals, alopecia and dysmenorrhoea outcome was unknown. The reporter considered allergy to metals, alopecia, dysmenorrhoea and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis on (B)(6) 2013: uterus measures: 9.2 x 5.0 x 5.8 cm. Curvilinear echogenic foci are seen bilaterally at the uterine horns consistent with essure devices. Most recent follow-up information incorporated above includes: on 25-mar-2020: patient¿s initial, date of birth, medical histories were updated. Essure was removal on (B)(6) 2017. Adverse events added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included allergy to metals (since childhood), hypothyroidism, anxiety, asthma, depression and obesity. On (B)(6) 2012, the patient had essure inserted. In may 2013, the patient experienced alopecia ("hair loss"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and allergy to metals ("nickel allergy") with pruritus, 5 years 2 months after insertion of essure. On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea"), urticaria ("hives"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal - bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, alopecia, dysmenorrhoea, urticaria, dyspareunia, fatigue and weight increased outcome was unknown and the allergy to metals had not resolved. The reporter considered allergy to metals, alopecia, dysmenorrhoea, dyspareunia, fatigue, pelvic pain, urticaria and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2013: uterus measures: 9.2 x 5.0 x 5.8 cm. Curvilinear echogenic foci are seen bilaterally at the uterine horns consistent with essure devices. Quality-safety evaluation of ptc: unable to confirm complaints. Most recent follow-up information incorporated above includes: on 25-jun-2020: pfs received: new events hives, dyspareunia (painful sexual intercourse), fatigue, weight gain were added and event "nickel allergy" outcome added "not recovered/not resolved". Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included allergy to metals (since childhood), hypothyroidism, anxiety, asthma, depression and obesity. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced alopecia ("hair loss"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and allergy to metals ("nickel allergy") with pruritus, 5 years 2 months after insertion of essure. On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea"), urticaria ("hives"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal - bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, alopecia, dysmenorrhoea, urticaria, dyspareunia, fatigue and weight increased outcome was unknown and the allergy to metals had not resolved. The reporter considered allergy to metals, alopecia, dysmenorrhoea, dyspareunia, fatigue, pelvic pain, urticaria and weight increased to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2013: uterus measures: 9.2 x 5.0 x 5.8 cm. Curvilinear echogenic foci are seen bilaterally at the uterine horns consistent with essure devices. Quality-safety evaluation of ptc: unable to confirm complaints. Most recent follow-up information incorporated above includes: on 27-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.